Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. The arteriotomy site was enlarged during the procedure. Hemostasis was not obtained and an attempt was made with an 11 fr pvs device. Successful closure was obtained with one suture, but the second suture broke. Subsequent oozing from the arteriotomy site did not subside. The pt was sent to surgery for arteriotomy repair. Several conversations with the cardiologist and the procedure nurse have not resulted in any significant info. The cardiologist states that he remembers no details of the case, only that he sent the pt for surgical repair. Perclose cannot determine whether or not the prostar device contributed to the event given the available info.